Manufacturer narrative:
Additional information:the module was received by beckman coulter xenon laboratory. A visual inspection was performed and noted a missing insert and no loctite adhesive was applied to some of the shoes. Several shoes were found to pull off easily due to the lack of loctite adhesive and broken glass was found in the wheel.the cause of the issue was due to a faulty sample wheel. Loctite adhesive was not properly applied to adhere to the shoes.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported unable to locate the insert and the sample tube in the instrument involving unicel dxc 600i synchron access clinical system. Beckman coulter field service engineer (fse) assessed the instrument at the facility and discovered a broken tube in the sample wheel and noted blood fluid spilled from the tube. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The fse observed the sample clamp for slot #10 of the sample wheel was unstable and discovered the round guide for the shaft under the cuvette wash station. It was noted both guides for the shafts for slot #10 were not on the wheel. The fse noted the sample wheel shoe for slot #10 was on the wheel but pulled off easily. The fse replaced the sample wheel to resolve the issue and cleaned up the fluid spill and broken glass out of the sampling area and hydro drawer. The customer stated patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The instrument was returned to normal operation.